Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Pump received with stripped battery cap coin slot and corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm after changing the battery. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.